Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a transfer set "came off from the luer lock" of a patient line extension set. This was further described as ¿the patient got up to go to the bathroom in the middle of the night while connected to homechoice cycler, patient picked up extension line to move out of the way and line fell apart at the adaptor¿. This occurred during peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye observed the blue shoulder of one (1) device connected to the patient connector of the second device; the blue shoulder was separated from the tubing of 1 device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition on the second device. The reported condition was verified on 1 device. The cause of the condition was determined to be inadequate solvent application during the manufacturing process. The reported condition was not verified on the second device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.